Event description:
The manufacturer was made aware of a product complaint on 1/17/2022 in which it was reported that system screwdrivers were assessed as damaged and requested to be replaced. There were no known patient complications associated with this complaint. Alternate available instruments were used to successfully complete the surgical procedure. The complaint instruments were received at the manufacturer on 1/28/2022 for complaint assessment. This report is associated with 3005031160-2022-00014.

Manufacturer narrative:
A visual assessment of the returned system screwdrivers showed instruments with repeated use, as identified by worn laser markings, surface scratches, and worn tin coating. Two system screwdrivers had fractured distal tips, which were removed from distributable inventory. The system screwdrivers were misshaped in a manner that indicates they were being rotated clockwise when the malfunctions occurred. Functionality assessments were not performed due to the damaged condition of the returned system screwdrivers. DHR reviews were performed for complaint lots and there were no manufacturing anomalies identified. The device lots met all required specifications prior to being released to distributable inventory. The complainant reported that the system screwdrivers were being driven with power to place and tighten system screws, not the non-ratcheting handle included in the surgical tray when the malfunctions occurred. The proximal end of the system screwdriver are a/o connections and do not have radial symmetry. If the screwdrivers are placed in a power drill, the chuck would not appropriately engage with the screwdriver and may be assessed as not straight. If the driver is rotating at a high rate of speed with no limitations on torque, when the screw contacts the cervical plate and stops, the driver will continue to spin and may result in the malfunction identified. The screw placement section of the system surgical technique guide states, "as the screw is tightened into bone, the screw head will pass through the resilient locking arm. An audible and tactile click should be noted as the screw passes the locking mechanism." Driving system screws with a rotational power source may not allow the user to identify when the head of the screw has passed the resilient locking arm of the implant. There have been two other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.